Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, increased pacing threshold was observed on the left ventricular (lv) lead. The lv lead was successfully capped and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.